Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed at deployment. Manual compression was necessary for hemostasis. The patient's condition was stable. It was a left common femoral artery (lcfa) in a tavr case for access for the pigtail catheter procedure. There was no patient injury, medical/surgical intervention required. Additional information was received on 09mar2020. A 6fr sheath was used.

Event description:
Terumo medical received an FDA medwatch report # mw5093788 on 15apr2020. The event description states: "pt had tavr. Angio-seal was deployed at femoral access site and device did not take. Manual pressure was helo for 15 mins with excellent hemostasis."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation results. Sections: a, b5, e1: establishment name, and g3 have been updated to reflect the additional information received. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section b3. The date of event was inadvertently submitted as (B)(6) 2020 in the initial report. However, the correct date is (B)(6) 2020; therefore, the correct date has been provided.